Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized on (B)(6) 2015 with low blood glucose of 22 mg/dl. Customer stated that there were no events leading to the low, he just woke up and blood glucose had dropped. The customer also stated he had high blood glucose of 340 mg/dl the day prior to the call, he treated with manual injection. Blood glucose at the time of the call was 107 mg/fl. During troubleshooting no issues were found with the drive support cap, site, set, or insulin and the insulin pump passed the high pressure test. It was fund that the time was set up incorrectly because the customer had not changed the time to reflect the daylight savings time. Customer was assisted with changing the time and was advised to follow up with the doctor. The insulin pump was not replaced or returned for analysis.